Manufacturer narrative:
A gehc service representative performed a checkout of the equipment. Inspection of the equipment noted the microswitch connector was contaminated with dust. The connector was cleaned, resolving the reported complaint. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the bag/vent switch was not working as expected. There was no report of patient involvement.